Event description:
It was reported that there was a cut in the freeline drainage set. This was identified during use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added on h6, and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the photograph reveals a cut in the bag. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A nonconformance was opened to address this issue and correction actions were implemented. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.